Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown hip femoral head; unknown hip acetabular liner; unknown hip acetabular cup; ultima*offst cst coless 10/124m hip femoral stem. (B)(4).

Event description:
Subject i.d: (B)(6). Associated study: registry dots. Clinical adverse event received for abnormal radiographic exam indicating loosening of the femoral stem with subsidence and retroversion. Event is serious and is considered moderate in severity. Event is related to device and is not related to procedure. Doi:(B)(6) 1998; doe: (B)(6) 2018; this event is awaiting resolution; left hip.

Manufacturer narrative:
(B)(4). Update: 11/14/2018 after review of xrays and talking with analyst, changing part to unknown due to the xrays showing a collared stem instead of the previously reported non-collared stem

Manufacturer narrative:
Product complaint # :(B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.